Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area') in a 36-year-old female patient who had essure (batch no. 729820- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2004, migraine and pelvic pain. Previously administered products included for an unreported indication: iud from 2003 to (B)(6) 2012. Concurrent conditions included colon dysplasia, benign tumor of liver, nabothian cyst, fat necrosis, asthma, gastritis, abdominal cramps, abdominal pain, overweight, premenstrual syndrome, uterine bleeding, hyperlipidaemia, diarrhea, dizziness and headache. Concomitant products included alprazolam (xanax) since 2004, bupropion hydrochloride (wellbutrin) since 2004, erythromycin (errin), lisinopril since 2004, minocycline since 2004, propranolol since(B)(6) 2014, sumatriptan succinate (imitrex df), topiramate (topamax) and tramadol since (B)(6) 2016. In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental and anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 years 1 month after insertion of essure. In september 2010, the patient experienced migraine ("migraines / headaches") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), cystoscopy-(B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge and vaginal infection had resolved and the dysmenorrhoea, depression, anxiety, migraine, nausea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date previously reported (B)(6) 2010 and now it is reported as (B)(6) 2016. Plantiff states possible perforation as complication during the time of essure placement procedure. Discrepancy noted for events on set date of depression, anxiety is (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on 09-dec-2010: essure device was successfully occluded.. Ultrasound pelvis - on 01-aug-2016: essure device identified. Endometrial thickness is uniform measuring 9.1 mm. Bilateral ovarian follicles. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, dyspareunia, pelvic pain, depression, anxiety, depression, migraine headache, vaginal discharge, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received:-outcome for event pain updated from recovering to recovered resolved, and for bleeding and bladder/urinary problem-vaginal discharge ,vaginal infection updated from unknown to recovered resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area') in a (B)(6) female patient who had essure (batch no. 729820) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, pelvic pain and hypertension. Previously administered products included for an unreported indication: iud from 2003 to (B)(6) 2012. Concurrent conditions included colon dysplasia, benign tumor of liver, nabothian cyst, fat necrosis, asthma, gastritis, abdominal cramps, abdominal pain, overweight, premenstrual syndrome, uterine bleeding, hyperlipidaemia nos, diarrhea, dizziness and headache. Concomitant products included alprazolam (xanax) since 2004, erythromycin (errin), lisinopril since 2004, sumatriptan succinate (imitrex df) and topiramate (topamax). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental and anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased and vaginal infection outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date previously reported (B)(6) 2010 and now it is reported as (B)(6) 2016. Plaintiff states possible perforation as complication during the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2016: essure device identified. Endometrial thickness is uniform measuring 9.1 mm. Bilateral ovarian follicles. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, dyspareunia, pelvic pain, depression, anxiety, depression, migraine headache, vaginal discharge, vaginal infection. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs and mr received : reporter information were added and updated. Date of removal were added. This case become incident. Medical history, lab data, concomitant drug and historical drug were added. Event : depression, mental and anguish, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, abnormal bleeding (vaginal), menorrhagia, vaginal infection were added. Event verbatim were updated as physical pain/pain/pelvic area. Outcome of the event pain were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain/pelvic area') in a 36-year-old female patient who had essure (batch no. 729820- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, pelvic pain and hypertension. Previously administered products included for an unreported indication: iud from 2003 to (B)(6) 2012. Concurrent conditions included colon dysplasia, benign tumor of liver, nabothian cyst, fat necrosis, asthma, gastritis, abdominal cramps, abdominal pain, overweight, premenstrual syndrome, uterine bleeding, hyperlipidaemia, diarrhea, dizziness and headache. Concomitant products included alprazolam (xanax) since 2004, erythromycin (errin), lisinopril since 2004, sumatriptan succinate (imitrex df) and topiramate (topamax). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental and anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and vaginal infection ("vaginal infection"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 6 years 1 month after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full), cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, migraine, nausea, dyspareunia, vaginal discharge, fatigue, weight increased and vaginal infection outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date previously reported (B)(6) 2010 and now it is reported as (B)(6) 2016. Plaintiff states possible perforation as complication during the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2016: essure device identified. Endometrial thickness is uniform measuring 9.1 mm. Bilateral ovarian follicles. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : menorrhagia, dyspareunia, pelvic pain, depression, anxiety, depression, migraine headache, vaginal discharge, vaginal infection. Most recent follow-up information incorporated above includes: on 16-jul-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.